Event description:
A 3.5mm diameter by 9mm length s7 stent delivery system was inserted in a attempt to direct stent a lesion in the mid-circumflex coronary artery. It was not possisble for the stent delivery system to cross the target lesion. Upon removal of the stent delivery system, the stent dislodged from the delivery balloon 10mm proximal to the lesion site. Therefore, a 1.5mm by 16mm length ptca balloon was inserted and used to successfully remove the undeployed stent. Subsequently, a ptca balloon was inserted to pre-dilate the target lesion and another s7 stent was sucessfully implanted. The patient was reported fine post procedure and there is no additional clinical sequelae reported related to the event. The lesion not being pre-dilated likely contributed to the stent not crossing the lesion and the stent dislodgement.